Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the complaint states: ¿the cement in the vial is dense, crushed as if it were frozen. No patient involved.¿ the returned samples consist of 4 broken ampoules from 4 units of vacu-mix plus depuy cmw 3g, all from the same lot (see attachment ¿(B)(4) photos.pdf¿). The samples confirm the complaint description. Dva-104409-fde rev 10 was reviewed and this possible failure mode is included on line 503 (see attachment ¿(B)(4) extract from dva-104409-fde.pdf¿). The risk is considered as low as possible and cannot be further mitigated. There is insufficient information to determine a possible root cause. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ,device history reviewed: lot number 9369425 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. 684 units released. Lot expiry date: 31 december 2021.

Manufacturer narrative:
Product complaint #: (B)(4). Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form powder. Strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cement in the vial is dense, crushed as if it were frozen. No patient involved.